Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a male patient presented with macular edema in the left eye post cataract extraction with intraocular lens implant surgery. Additional medication therapy of a diuretic and corticosteroid was administered. Patient is experiencing persistent macular edema. This report is being filed for the sixth patient (second eye) of nine patients.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received. There was no adrenaline injection during the procedure. No other products injected during the surgery. No other changes observed since the emergence of cases.

Manufacturer narrative:
Additional information has been provided. The clock start date on the MDR was originally reported as (B)(6) 2018, the corrected date should be (B)(6) 2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. An investigation at the facility has not found a potential cause for this event. Cystoid macular edema (cme), following cataract surgery, states 20% of the patients who undergo uncomplicated phacoemulsification or extracapsular extraction develop angiographically proven cme. A clinically significant decrease in visual acuity is seen only in about 1% of these eyes. If cataract extraction is complicated by posterior capsule rupture and vitreous loss, severe iris trauma or vitreous traction at the wound, there is a significantly higher incidence (up to 20%) of clinically apparent cme, which is unrelated to the presence of an anterior chamber intraocular lens (ac-iol). Clinically significant cme usually occurs within 3¿12 weeks postoperatively. Spontaneous resolution of the cme with subsequent visual improvement may occur within 3¿12 months in 80% of the patients. Cataract surgery in diabetic patients may result in a dramatic acceleration of pre-existing diabetic macular edema leading to poor functional visual outcome. This can be prevented provided the severity of the retinopathy is recognized preoperatively and treated appropriately. Cystoid macular edema is one of the leading causes of poor postoperative visual acuity after cataract surgery in uveitis patients. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 17, 2017. Based on qa assessment, the product met specifications at the time of release. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on september 13, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating anatomic and functional improvement after intravitreal injection. There was some persistence of macular edema but that has now resolved.